Event description:
Per the clinic, the device was explanted (specific date not reported) because the intracochlear electodes were not located within the cochlea. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: amended device analysis report attached.

Manufacturer narrative:
It was also reported that the device migrated and causing the patient not benefiting from the device.